Event description:
It was reported that the right ventricular (rv) lead had non-capture at maximum outputs. It was also reported that noise was previously documented at device follow-up and lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2sr03, implantable pulse generator, (B)(6) 2005. (B)(4).